Event description:
Related manufacturer report number: 2017865-2023-36233. During an in clinic follow up, noise resulting in oversensing and pacing inhibition was observed. Provocative testing was performed and the noise was able to be reproduced. Technical support was contacted and suspected an issue with the right ventricular (rv) lead. The physician suspected and issue with the device. No intervention has been performed. The patient was stable and will continue being monitored.